Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and without the return device to analyze, the reported difficult to remove (anatomy) associated with the clip delivery system (cds) interacting with the chordae appears to be due to user technique of maneuvering the device. The reported tissue injury appears to be a cascading effect of the reported difficult to remove (anatomy). The reported tissue injury, as listed instructions for use (IFU), potential complications and adverse events section) document, is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a mitraclip that was difficult to remove and ruptured the chordae tendinea during a second clip intervention. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), a prolapsed posterior leaflet, and a wide p2 flail. On (B)(6) 2022, a mitraclip xtw was implanted centrally. The mr was reduced from grade 4 to 1-2. There were no device issues. On (B)(6) 2023, it was confirmed via transesophageal echocardiogram (tee), there was chordae rupture with flail on both sides of the implanted xtw. This resulted in severe mr. Per the physician, the pre-existing mitral valve prolapse caused the chordal rupture, flail, and recurrent mr. The mitraclip did not contribute to the tissue damage or recurrent mr. On (B)(6) 2023, second clip intervention was performed due to uncontrolled heart failure. Two xtw mitraclips were placed on both sides of the existing clip. The medial flail was successfully treated with the first xtw. However, when the lateral side was targeted with the second xtw, the clip became entangled with the chordae tendineae. The second clip could not grasp near the gap due to the entanglement. Moderate mr remained between the existing clip and the 2nd clip. It was confirmed that the chorda tendineae had ruptured. The second xtw was detached from the chorda tendineae and able to be implanted on both leaflets. Additionally, the pressure gradient was 8.0 mmhg, but the physician was satisfied with the results and there were no adverse effects. The final mr was grade 2. There was no adverse patient sequelae, and no clinically significant delay. No additional information was provided.